Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Additionally, about 12 years ago the user had an accident and reported that after that he perceives the coil placement has moved. The concerned device was explanted but has not been received for investigation yet.

Event description:
Since mid (B)(6) 2023 the user has heard constant static, buzzing, cracking and popping sounds. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2023 the user heard constant static, buzzing, cracking and popping sounds.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Additionally, about 12 years ago the user had an accident and reported that after that he perceives the coil placement has moved. A CT scan is considered but no date has been scheduled yet.

Event description:
Since mid of (B)(6) 2023 the user heard constant static, buzzing, cracking and popping sounds.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Since mid-(B)(6) 2023 the user has heard constant static, buzzing, cracking and popping sounds. The user has been re-implanted.